Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter was found to be broken.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter was found to be broken.

Manufacturer narrative:
H.6. Investigation summary: DHR review was performed on the sub-assembly lot number 8005828; the lot number was built on afa line 4 from 13jan18 thru 16jan18. Bulk packaged on 18jan18 for a quantity of (B)(4) units. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Received one potentially used iag 24ga retracted unit and an opened empty package from catalog number 38181214, lot number 8180770. Visual/microscopic evaluation: the catheter/adapter assembly was lodged inside of the needle cover. The catheter/adapter assembly was mis-oriented within the needle cover. The tab on the adapter should be aligned with the tapered portion of the needle cover. Probable root cause: indeterminate ¿ the defect catheter defective/damage was identified and confirmed. Although the defect was confirmed the cause for the reported defect is commonly attributed to a mis-orientation of the needle cover or catheter/adapter through manipulation or assembly. When in this condition and the needle cover is removed, it can unseat the adapter and depress the activation button, causing retraction. However, the unit was opened, therefore we were unable to confirm whether the cover or the catheter/adapter were manipulated prior to use (user environment) or mis-assembled (manufacturing).

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter was found to be broken.

Manufacturer narrative:
Correction: d3. Medical device manufacturer: becton dickinson infusion therapy systems inc. Sandy, ut. G1. Manufacturing location: becton dickinson infusion therapy systems inc. Sandy, ut. The product is made in sandy, ut and packaged in juiz de fora, br. This report errantly reported the manufacturer as juiz de fora, br.